Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 41.4 months of implant. The device had been interrogated in august 2004 and had a charge time of 14.8 seconds with a monitoring voltage of 2.56 volts. The device reached eri on september 24, 2004 with a charge time of 21.5 seconds. The local guidant representative felt that the increase in charge time was unacceptable. A healthcare professional expressed dissatisfaction with regard to device longevity.